Manufacturer narrative:
(B)(4). Manufacture date: february 17, 2014 ¿ february 19, 2014. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation within a package. During visual inspection it was observed that fluid had leaked from the unit into the package. Visual inspection also showed that the blue winged luer cap was not tightened. The blue winged luer cap was tightened and a leak test was performed by filling the unit with green color water. No leak was observed during the leak test. The reported problem was verified. The cause of the problem was the untightened blue winged luer cap. A CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported a half day infusor leaked at the wing cap. This occurred after filling the device with desferrioxamine. There was no patient involvement. No additional information is available.